Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during an anterior and posterior repair with mesh and sling placement procedure sometime in 2010. In (B)(6) 2011, the patient began experiencing acutely worsened left-sided pain and pressure, as well as stress urinary incontinence. During an appointment in (B)(6) 2011, it was recommended she do physical therapy, which she underwent for more than three months. Initially, the patient felt some reduction in her daily pain; however, as she increased her activity, the pain returned to previous levels of intensity. She then underwent a partial removal of the (unspecified) vaginal mesh on her left side on (B)(6) 2012, but that reportedly did not improve her pain at all. The patient feels the pain radiating from her left pubic area down through her vulva. The pain, which is constant, feels like pressure or pulling pain, and becomes worse with bearing down.